Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly and motor assembly. Unable to verify alarm due to blank display due to moisture damage at electronic assembly. Unit was monitored and no constant tone. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump and the device no longer works. The customer had a blood glucose level was 174 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.